Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# n220948009 serial# implanted: (B)(6) 2017 explanted: (B)(6) 20191 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported that the patient¿s und erlying disease was ¿spinal origin: other (sporadic spastic paralysis) with a date of onset/injury/diagnosis of 2001. The patient had a history of lower extremity vein thrombosis. The patient¿s therapy duration was from july 2014 onward. It was noted that during the patient¿s pump operability test on (B)(6) 2019, the actual residual drug volume was 4.5 ml, and the residual drug volume on the programmer was 4.3 ml. It was further noted that there were no abnormal findings during the patient¿s pump operability test on 2019-feb-26. It was reported that on (B)(6) 2019, the patient was aware of a ¿cold sensation in the foot from night¿. On (B)(6) 2019 at 1:30pm, according to the commissioned physician¿s instruction, acetaminophen was administered orally, but the fever did not bring down. On (B)(6) 20190, the patient visited kitamurayama hospital, and gabalon was administered orally at the dose of 10 mcg due to suspicion of withdrawal symptoms. Because ¿it was difficult for correspondence¿, the patient was transported to (B)(6) hospital on (B)(6) 2019. On (B)(6) 2019 at 8:00pm, a CT scan confirmed that the spinal side catheter was fractured. On (B)(6) 2019 at 8:00pm, lioresal at 30mg/day, gabapentin a 500mg/day and horizon at 10mg/day were administered to cope the withdrawal symptoms. On (B)(6) 2019, neither the patient nor the patient¿s family wanted to use the gabalon intrathecal continuous injection system continuously. The stump of the catheter on the spinal side was deep, and it was difficult to remove, so the catheter and the pump were removed at a nearby hospital with the aim of remaining the spinal side catheter. After that, CT scans were performed regularly, and it showed that the spinal side catheter did not move. It was unknown if the cause of the stump of the catheter on the spinal side being deep/difficult to remove was determined. It was unknown if the stump segment of the catheter left in the patient was a different model and lot number from the removed catheter segment. The removed catheter segment was discarded by the customer. It was the attending physician¿s assessment that ¿refilling of the gabalon pump that had been implanted at the previous hospital was performed regularly in the department of neurosurgery. The procedure was not continued, and the causal relationship with the surgical procedure was unknown. The cause of the fractured catheter was unknown.¿ the classification of severity was ¿2 (serious)¿. The drug was discontinued. The event resolved with sequela on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown, implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at 380 mcg/day at an unknown concentration via an implantable pump for spasticity due to hereditary spastic paraplegia. It was reported that the patient visited a nearby practitioner due to deterioration of spasticity and chill on (B)(6) 2019. Withdrawal symptoms were suspected and the patient was transported to a hospital by ambulance. A CT scan revealed that the catheter was fractured. The daily dosage was reduced from 380 mcg/day to 96 mcg/day. The symptoms were recovered and alleviated by administering internal medicine (unknown). The outcome was ¿remission¿. The date of the outcome was not reported. The physician¿s assessment stated that the symptoms were due to fracture of the catheter (from the observation of CT scan), and the cause of the fracture was unknown. The classification of severity was ¿3 (serious)¿. The causality was attributed to the drug and catheter. The causality was not attributed to the pump, programmer, or surgical procedure. Surgical intervention was not planned. It was unknown if the patient was hospitalized. The pump serial number was unknown. The catheter lot number was unknown. No medical history or concomitant drugs were reported. No further complications were reported.